Event description:
Customer reported they were unable to test due to their adc device display going black and/or white and they were unable to obtain readings. As a result, the customer experienced symptoms described as sweating and dizziness and wad unable to self-treat, requiring treatment with glucagon (subcutaneously and IV) provided by a healthcare professional (hcp) after a capillary test showed the customer's blood glucose level to be 39 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were unable to test due to their adc device display going black and/or white and they were unable to obtain readings. As a result, the customer experienced symptoms described as sweating and dizziness and wad unable to self-treat, requiring treatment with glucagon (subcutaneously and IV) provided by a healthcare professional (hcp) after a capillary test showed the customer's blood glucose level to be 39 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.